Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of low blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated with food and glucose tablets. The customer stated that the no delivery occurred during manual prime. The customer stated that the alarm was not recurring. The customer stated that the alarm was resolved by a complete set change. The customer was assisted with the displacement test. The customer stated that the test passed. The customer was advised to call when the alarm occurs to troubleshoot.